Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report material separation and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted prolapsed posterior. An xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. However, when the delivery catheter was retracted into the clip introducer to be removed from the steerable guide catheter (sgc), the lateral part of the clip introducer became detached. The detached portion remained stuck inside the hemostasis valve of the sgc. A clamp was used to remove the detached portion of the clip introducer from the sgc. The sgc remained in the patient to be used with a second cds. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported difficult to remove could not be tested in a testing environment due to the returned condition of clip introducer. The return device analysis observed the clip introducer material (peek tubing) separated from the clip introducer housing which was reported as material separation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported difficult to remove appears to be due to observed separation. Furthermore, the observed separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedure. Abbott vascular (av) will continue to trend the performance of these devices.